Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use of a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter, the winged set of the device fell off, resulting in needle exposure. No report of serious injury or medical interventions.

Manufacturer narrative:
Results: investigation summary: bd received samples and a photo from the customer facility for investigation. The customer photo was evaluated, and it was observed that the barrel of the product had separated, leaving the needle exposed. Bd is aware of the issue and corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photo that was received, the customer¿s indicated failure mode of "separation upon retraction, leaving the needle exposed" with the incident lot was observed. Further investigation activities have been conducted relating to this product issue and the most likely root cause has been identified. Additionally, corrective actions and procedures are being implemented or have been put in place to prevent future occurrences of this issue. Root cause description: based on the investigation, the most likely root cause has been identified for the reported incidents, and a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents.